Manufacturer narrative:
Block a: patient information could not be obtained after multiple attempts. Attempts were made as follows: 6/13/2017 - phone, 6/13/2017 - phone, 6/20/2017 - voicemail. Unique device identifier - (B)(4). During ge healthcare technician checkout, it was noted that bag to vent switch was not mechanically engaged into vent mode. The breathing system was replaced to resolve the reported issue.

Event description:
The hospital reported that, during patient use, unit had leak and got leak alarm. There was no reported patient injury.